Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. Unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported while using an unspecified bd pen needle the cannula length was insufficient. There was no report of patient impact. The following information was provided by the initial reporter: "the needle point not coming through the barrier."